Manufacturer narrative:
The system 1 operator manual states, (pp.10-9), "contact precautions include: good ventilation, waterproof gloves, protective eyewear." Steris will offer in-service training on the proper handling procedures for s20. Investigation of the event is currently in process. A follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee was trying to loosen the sterilant powder by tapping the cup on the counter. The employee then turned the cup to its side and continued tapping it causing the sterilant cup to open. The user facility stated that while the employee was tapping the cup on its side ¿vapors¿ escaped causing a burning sensation to the employee¿s eyes and nose. The burning sensation lasted approximately 15-20 minutes. The user facility also stated that the employee¿s fingertips were burned. The employee rinsed her hands under water; no further medical treatment was sought or administered.

Manufacturer narrative:
Upon further investigation it was reported that the employee did not experience a burning sensation to her eyes and nose. The employee only experienced burning to her fingertips and no medical treatment was sought or administered. The employee was not wearing proper ppe during the time of the reported event. The employee was also not following proper handling procedures for s20. Steris made multiple attempts to contact the user facility to offer in-service training however the user facility did not respond. Upon completion of the investigation and determination that no injury, procedural delay or cancellation occurred, steris concluded this event does not meet medical device reporting requirements.